Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: on "(B)(4) 201" the meter passed all testing with no faults found. The test strips were also tested on (B)(4) 2013 and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at approximately _12:30pm. He tested back to back on the subject meter and observed values of "119, 83 and 167mg/dl" performed greater than 20 minutes of each other. The patient manages his diabetes with metformin pills, humalog and lantus insulin (unknown type/dose). It is not known if the patient made any changes to his usual diabetes management routine in response to the alleged issue. Approximately 30 minutes after testing, he claimed she developed symptoms of "jitters" and treated with food/drink immediately. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.